Manufacturer narrative:
The reported event could not be reproduced during evaluation of the autopulse platform (sn (B)(4)); however, review of the archive data revealed the occurrence of user advisory (ua) 12 (lifeband not present) and user advisory (ua) 41 (patient temperature sensor failure) error messages on (B)(4) 2017 and not on the customer reported event date of (B)(6) 2017, thus confirming the reported event. No session was recorded on (B)(6) 2017. Functional evaluation of the platform found no issue. The platform operated as intended and successfully performed continuous compressions using a large resuscitation test fixture without the ua 12 or ua 41 error message, or any other faults. Examination of the lifeband switch assembly confirmed that it was within specification. Additionally, the storage and shift check conditions are not known; however, factors such as ambient storage condition (e.g., fire truck in sun) or soft surface that may block air vents are known to cause ua 41 error messages in rare cases. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The ua 12 error message recorded in the archive data is easily clearable by the user. The ua 12 error message alerts the operator that the lifeband clip is not properly engaging the safety switches in the driveshaft. The ua 12 error message can be cleared by ensuring that the lifeband is properly installed and subsequently restarting the platform. As part of routine service during testing, the platform was examined and found that the drive shaft exhibits binding and resistance, the clutch plate was deburred to remedy the issue. This is unrelated to the reported event. As a precautionary measure to prevent the reoccurrence of the ua 41 error message, the temperature sensor cabling was replaced. The device was further tested to full specification and passed all final specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).

Event description:
As reported, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 12 (lifeband not present) and user advisory (ua) 41 (patient temperature sensor failure) error messages on the display screen during shift check. The reporter was unable to specify if troubleshooting was performed. No patient was involved with this complaint.